Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due high blood glucose with blood glucose of over 600 mg/dl at the time of incident and current blood glucose level was 99 mg/dl. Customer provide details regarding symptoms of their high blood glucose episodes such as nausea, dry mouth and lethargic feeling. The customer treated with the manual syringe, emergency room, emergency medical service and insulin syringe. Customer was not calling back to perform a high pressure test. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.